Event description:
It was reported that the infusion set tubing came apart during sleeping on (B)(6) 2026 which led to high bg and the patient treated with pump. The infusion set was inserted at the right lower back.

Manufacturer narrative:
E1: name: medtronic minimed. Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.